Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that this lead has egm noise. The following physician was dr. (B)(6) at (B)(6) medical associates (sjhg) in berlin, nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).